Event description:
It was reported that during a laparoscopic gastric bypass procedure, there were two surgeons using the optiview trocars; two working ports were leaking pneumo when torqued with 5 mm instruments. They could not visualize in the abdomen due to air leaking from the devices. They moved the camera port to the housing port and switched out the other working port with a new device. The housing port was still leaking but they were able to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Leak test failure. Devices (a) and (b) were returned in good visual condition. The devices were functionally leak tested and failed during the insertion and removal of the test probes through the devices. One possible cause for this type of issue is excessive bending load resulting from surgeon manipulation of inserted devices. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.